Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they were hospitalized in the beginning of last week due to high blood glucose reading. At the time of the hospitalization the blood glucose reading was 403 mg/dl. The customer stated that the cause of the emergency room visit was high blood glucose level. The customer complained of being sick and dehydrated. The customer stated that she gets sick often due to her gastrointestinal problems. The customer stated that they do not think the insulin pump was the cause of the event. Nothing further was reported.